Event description:
It was reported that there was a volume discrepancy and during a dye study, the health care provider (hcp) was unable to aspirate ce rebrospinal fluid (csf). It was noted that the hcp was having difficulty pushing as well during the study, and was warned to not push dye during the study. Following the inability to aspirate, the hcp proceeded to do a dye flush and the patient got an approximate 1.98mg bolus, thus was subsequently hospitalized in the intensive care unit (ICU) for monitoring as they had overdose symptoms and were put on a narcan drip. The pump was also set to a minimum rate at that time. Additional symptoms were noted as altered mental status and respiratory and central nervous system (cns) depression. The details of the volume discrepancy that prompted the diagnostic testing, was an expected residual volume (erv) of 11ml and an actual residual volume (arv) of 33ml. It was noted that a rotor/roller study was also performed, but the results were not provided. The pump device was used to deliver infumorph. It was later reported that the patient remained at a minimum rate and was discharged from the hospital on (B)(6) 2013. It was noted that the patient may have a catheter revision at a later date. It was later reported that the date for the catheter revision was unknown to the reporter. The patient was in the process of changing hcp¿s for insurance reasons. It was later reported that the date of revision was still not scheduled as of (B)(6) 2013, and the patient was also changing hcp¿s because of the incident which caused the hospitalization. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID: 8731sc, serial# (B)(4), implanted: (B)(6) 2007, product type: catheter. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information later received reported the pump was explanted (B)(6) 2014. There was no drug in pump just preservative free normal saline. The pump was end of life eri, but the patient did not want replacement. The patient had no issues or symptoms at this time. The patient chose not to have the pump replaced due to previous issues with this pump. Additional information received later reported that the hcp pushed dye behind the drug. It was very difficult. The hcp did get it through and the patient got about a 2mg bolus. The hcp did not decrease the pump as advised, the pump was still full. The patient was not getting any therapy due to occlude catheter. The patient got drowsy and decreased respirations. An ambulance was called and the patient was sent to ER and was admitted. The pump was decreased that night or the next day.